Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, when this right atrial (ra) lead was implanted, the helix mechanism extended without issue, but the sensing measurements were poor. The helix was retracted, and the lead was repositioned, but this time the helix could not be extended again. It was also noted that the procedure had already taken 150 minutes. To ensure safety to the patient and reduce risk of infection, a new lead was used to complete the procedure. There were no issues with the replacement lead. No adverse patient effects were reported. The patient had a blood-borne infectious disease; therefore, the lead was discarded at the hospital.